Event description:
It was reported that this patient was admitted to the hospital with syncope. Right ventricular (rv) loss of capture and associated asystole greater than two seconds was observed. An interrogation of the pacemaker device confirmed that this rv lead exhibited no capture at maximum pacing output settings. In anticipation of a rv lead replacement procedure, a venogram was performed which showed occluded veins on the patients left side. As a result, the physician decided not to open the pocket, the existing pacemaker system was electrically abandoned, and a new pacemaker system was successfully implanted on the patients right side. Because the pocket was not opened, the exact cause of the rv lead loss of capture could not be determined. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This correction supplemental report was submitted with an additional code added to the impact codes table in report section h6.

Event description:
It was reported that this patient was admitted to the hospital with syncope. Right ventricular (rv) loss of capture and associated asystole greater than two seconds was observed. An interrogation of the pacemaker device confirmed that this rv lead exhibited no capture at maximum pacing output settings. In anticipation of a rv lead replacement procedure, a venogram was performed which showed occluded veins on the patients left side. As a result, the physician decided not to open the pocket, the existing pacemaker system was electrically abandoned, and a new pacemaker system was successfully implanted on the patients right side. Because the pocket was not opened, the exact cause of the rv lead loss of capture could not be determined. No additional adverse patient effects were reported.